Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009; inratio: 2.2; lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio meter = 2.2 inr; reference = 1.7 inr; mean = 1.95; confidence limits = 1.3-2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Customer results analyzed and accuracy confidence limits were met. Product deficiency not established. No further action required. The customer did not provide the strip lot number. Complaint trending cannot be performed. No corrective action required at this time.